Manufacturer narrative:
On 1/10/2017, the system mvs (mobile viewing station) to o-arm interconnect cable was replaced with a new cable. This resolved the issue. System tested fully functional during subsequent testing.

Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that the cable had two opens at pins. The reported open was found during gbit testing.

Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts have been received by manufacturer. Event problem and evaluation: on 27-oct-2016, a medtronic representative went to the site to test the equipment and found that movement in the umbilical cable caused intermittent communication between the mobile view station (mvs) and the image acquisition system (ias). The distal connector of the cable appeared defective, so a replacement umbilical cable was ordered. Further evaluation is pending completion of an imaging system check-out, to be performed upon replacing the mobile view station (mvs) interface cable.

Event description:
A site representative reported that the imaging system¿s umbilical cable connection was intermittent depending on the position of the cable. In trouble-shooting, it was found that moving the cable restored the connection. It was suspected that the intermittent connection was due to damage in the umbilical cable. There was no patient present when this issue was identified.